Event description:
It was reported that during reprocessing of the permanent cautery spatula instrument, the plastic chipped off around the wires. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken conductor cap with partial piece still intact but hanging out. The missing instrument piece was not returned with the instrument. There was no damage to the wires and the instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.